Event description:
It was reported the patient didn't like the 'bumpy feeling under his skin.' It was unknown when the bumpy feeling started. The patient had a fractured extension that was replaced. Good paresthesia was re-established. The patient's outcome was 'no sequalae.'

Manufacturer narrative:
Explanted 2012 (B)(6): product type lead, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 355029, lot# n066739, implanted: 2006 (B)(6), product type accessory. (B)(4).